Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, a definitive cause for the reported tissue damage could not be determined. The mitral regurgitation appears to be related to the tissue damage. The reported patient effects of tissue damage and mitral regurgitation are listed in the mitraclip nt system instructions for use (IFU) as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the leaflet damage and increased mr. It was reported that the initial mitraclip procedure was performed on (B)(6) 2019, to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing mr to <1. On (B)(6) 2020, transthoracic echocardiogram (tte) showed the mr had increased to 3+. Possible chordal damage was suspected. The implanted clip was confirmed to be stable on both leaflets. No additional information was provided.